Event description:
An end user stated that the armrest allegedly had a "hook" with a sharp edge resulting in a patient being cut. No additional information was provided and the alleged event was not reported to manufacturer at the time of the incident. The date of the event is unknown and the end user has not requested evaluation or repair of the subject stretcher.